Manufacturer narrative:
This follow-up MDR is created to correct the device information.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and updated codes. A titan otr, two cylinders and reservoir were received for evaluation. However, because qa's examination of the returned components may not conclusively confirm or disprove the report of a bladder injury, qa accepts the physician's observations of such as the reason for return. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, bladder injury when inserting the reservoir. No issue with prosthesis.